Event description:
It was reported that during a breast biopsy, as they were taking pre-stereo images, they noticed a piece of metal that was approximately 2cm below the biopsy site. They continued the biopsy and after taking post-stereo images, the metal piece was still inside the breast. They deployed a marker and completed the case with no consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.